Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Insulin pump received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 290 mg/dl at the time of the incident and the current blood glucose was 174 mg/dl. Customer stated display did not return. Customer stated the insulin pump had replace battery alarm. Customer did not receive a low battery alert prior to the replace battery alert and it was the second occurrence of the alarm. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.